Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the placement of the implantable neurostimulator (ins) right at his waistline, was a bad place since he was an officer and needed to wear his belt right over that area. Every time he would wear the belt the site would become irritated. This had been an issue since the date of implant. The patient had talked with healthcare providers about relocating the ins. It was also reported that the patient had stimulation in the wrong location. The intended stimulation target area was the low back only, however, he felt stimulation going all the way down both legs and into his heals which had been like this since implant. Reprogramming stimulation to address stimulation needs was reviewed with the patient. The patient reported he had continual discussions with his healthcare provider (hcp) and even a second opinion, however, he was told that a lead revision could be performed but there were no guarantees this would resolve the issue of stimulation in the wrong location. The patient decided to stop using stimulation and had the complete system removed on (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.